Event description:
Doctor experienced a perforation when completing an arcuate incision. During the laser procedure, the surgeon and a lensar cas noticed slight eye movement and the patient was instructed to refrain from moving and encouraged her to hold her eye still for the duration or the laser.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.